Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Resulting in a loss of consciousness and requiring emergency medical treatment with d50 IV from emts. No injuries were caused by the event. The customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.